Event description:
It was reported that during a supply change, the ilet user selected confirmation of seeing drops before the tubing was actually filled, resulting in a use-of-device problem while changing the infusion set and cartridge; the agent guided the user back to the change cartridge and tubing steps, prompted for drops, and confirmed drops at the end of the infusion site with no effect on blood glucose. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, consistent with a user-related process error during supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.